Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon described overall experience using the 134046 open clip applier during procedures that included the clip applier misfiring which resulted in cutting vessels, clip malformations/scissoring and unit jamming before all clips had fired. He stated that additional units had to be used to replace the malfunctioned ones as well as 15-20 minutes of additional procedure time for vessel repairs and troubleshooting. Specific dates, procedures and patients were not provided at the discussion.